Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head failed an uplink test. It was also indicated that the cable was damaged and that the upper case was contaminated and lens broken. The head was sent for replacement of the cable and upper and lower case, and to be restocked. (B)(4).

Event description:
The radiofrequency (rf) head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.